Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: (B)(4) 2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient who was receiving clonidine (500 mcg/ml at 99.93 mcg/day) and dilaudid (10 mg/ml at 1.999 mg/day) via an implantable infusion pump for non-malignant pain and multiple back operations. It was reported that the patient had increased pain that began several months ago in 2018. About one week prior to (B)(6) 2018, the increased pain "really hit" the patient and was described as "so intense" and she was hospitalized on (B)(6) 2018. The patient's catheter was surgically replaced on (B)(6) 2018 due to the increased pain. The catheter issue that led to the catheter replacement was not specified. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that the cause of the catheter issue that led to the catheter replacement was unknown. It was unknown if the patient's increased pain and catheter issue resolved with the replacement of the catheter. No further complications were reported.